Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed alerts for high / undefined pacing impedance, oversensing noise and a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained events. Additionally noted was high threshold and a lead fracture was confirmed. The lead was partially extracted and replaced. No patient complications have been reported as a result of this event.